Manufacturer narrative:
Insulin pump was monitored for 48 hours with multiple basal rate. No blank display, display anomaly, high pitch screech sound, or unexpected audio/beep anomaly noted during testing. Unit function properly during functional checking, including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self-test, unexpected restart test, and all the operating current test were normal. However, moisture damage was found on electronic and motor assembly. Insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display and made a high pitched screech. Customer's blood glucose level was between 400 mg/dl and 600 mg/dl. The insulin pump had a crack on the screen. The insulin pump was exposed to extreme temperatures. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.